Event description:
On (B)(6), 2026, a patient underwent a port placement procedure using powerport m.r.I. It was reported that the port was not flushing, indicating a functional failure of the device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway.section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.